Event description:
It was reported that the patient experienced discomfort with the implanted electrode. The patient had significant weight loss and the distal tip of the electrode was causing discomfort. There was no erosion or skin defect noted. The doctor repositioned the distal tip of the electrode to a deep fascial layer. There were no additional adverse patient effects. The electrode remains implanted.